Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 was off the bus due to the pyxis bus cable not being properly seated to the module board. A field service engineer reseated the cable to fix the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer was not opening and failed to recover. The customer reported there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.